Event description:
It was noted that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) two years earlier due to oversensing and the sensing configuration had been reprogrammed at that time. The s-ICD remains in service and no adverse effects due to the inappropriate shock were reported.additional information was received that the oversensing from two years earlier was related to the incorrect sensing vector being programmed post change out procedure. A different vector was battery suited for the patient's intrinsic morphology and was subsequently reprogrammed.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was noted that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) two years earlier due to oversensing and the sensing configuration had been reprogrammed at that time. The s-ICD remains in service and no adverse effects due to the inappropriate shock were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.